Event description:
An abbott customer technical advocate (cta) was contacted with regard to the cell/dyn 3500sl analyzer generating erroneous patient results. One patient sample generated a hemoglobin result of 7.32 g/dl (reported) and repeated as 6.63 g/dl on the cd3500. No flag or error message was generated. The sample was repeated on a cd1700 yielding a hemoglobin result of 15.4 g/dl. A corrected report was sent out within two hours. No impact to patient management was reported.